Event description:
The hospital reported that during preparation for an aortic dissection, the collagen coating on the hemashield plat wdv graft was melted (discolored). A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. The device was returned in its original carton, along with the graft sizers, patient labels, and instructions for use. Both the inner and outer blisters remained sealed. Visual inspection determined that there were some areas on the device that were darker in color than other areas. This type of discoloration is consistent with collagen coated grafts after sterilization. The discoloration is cosmetic in nature. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. Ther was no non-conformance recorded in the lot history. Internal complaint number - (B)(4).